Event description:
It was reported that the atrial lead was tested during implant and no capture was found in bipolar mode. The atrial lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported event of capturing problem was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts between the conduction paths. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.